Event description:
It was reported that the device received error codes/ messages. Will not hold calibration - error 351.6760 occurred 3x in 2 months. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error codes/ messages. Will not hold calibration - error 351.6760 occurred 3x in 2 months. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software v9.33 for error 351.6760, front cover bottom front corners cracked, rear case bottom front corners cracked, right iui contaminated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14dec2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to software issue of the logic board - communication failure. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There is CAPA #' noted for the part replaced that have an already existing CAPA. 1604765 for syr rear case (B)(4) for iui conn issues.

Event description:
It was reported that the device received error codes/ messages. Will not hold calibration - error 351.6760 occurred 3x in 2 months. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software v9.33 for error 351.6760, front cover bottom front corners cracked, rear case bottom front corners cracked, right iui contaminated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to software issue of the logic board - communication failure. A review of the device history record showed the device had a manufacture date of 14dec2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received error codes/ messages. Will not hold calibration - error 351.6760 occurred 3x in 2 months. No additional information was provided. There was no reported patient involvement.